Event description:
Information was received from a heathcare professional regarding a patient who had spinal therapy for adjacent intervertebral disorder. It was reported that following an initial l5¿s1 tlif performed at another hospital using a non-medtronic boomerang interbody device with l5¿s1 posterior pedicle screw fixation, the patient developed adjacent segment disease and underwent reoperation on (B)(6) 2025: an l4/5 olif using anteralign (ag) with posterior fixation from l4 to the sacrum (l4¿s), during which the prior pedicle screw system was explanted and new pedicle screws were placed using the medtronic voyager 5.5/6.0 system (all existing v5 screws were removed and replaced with longer 5 mm screws); postoperatively, the olif cage (ag) at l4/5 migrated approximately 20 mm, causing pain; on (B)(6) 2025, the 9×55 mm cage was removed and replaced with an upsized 10×55 mm cage, secured with an offset plate and a 5.0×40 mm screw, and the procedure was completed with no further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.